Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016; 5867-3m adaptor, (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) defibrillation impedance has been erratic with many spikes since the generator change out. The lead has now triggered an alert for a high svc defibrillation impedance. Follow up with the physician's office indicated the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.